Manufacturer narrative:
Concomitant medical products: 5054-58, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) was not triggering correctly and there could be an issue with it. The ipg remains in use. No patient complications have been reported as a result of this event.